Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair DHR review. Visual and functional testing were performed. Tamper seals were removed. Top case was chipped in front corner, bottom case was cracked, and serial number was missing from the display. The force sensor test error was observed in the event history log. The technician performed power up process and calibration verification test. The root cause of the reported issue was found to be force sensor error caused by the force sensor being out of calibration. Customer must have changed parts on plunger head assembly and did not calibrate device. The technician recalibrated force sensor. Performed calibration on the pump and passed.

Event description:
It was reported that a force sensor error occurred. No patient injury was reported.